Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with recorded episodes of intermittent atrial over-sensing consistent with either atrial lead noise or myopotential over-sensing. Noise was non-reproducible. No interventions were made, and the physician elected to continue to monitor.